Manufacturer narrative:
It was reported that the or towels inside of the kit are linting. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Or towels inside of the kit are linting.